Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the monopolar curved scissors instrument for evaluation. Therefore, the location of the breakage and the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the monopolar curved scissors (part # 470179-19/ lot # n10201103-0305) associated with (B)(6) 2021 on system sk2811. The alleged event occurred on the 3rd use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece from a monopolar curved scissors instrument broke inside the patient. The fragment was retrieved with a back-up instrument there was no report of any patient harm, adverse outcome, or injury. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from a monopolar curved scissors instrument broke inside the patient. The fragment was retrieved with a back-up instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to gather additional information about the complaint, but no additional information was obtained.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.